Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2016-03452, 0001822565-2017-04764 and 0001822565-2017-04771. Concomitant products: unknown knee femoral, catalog #lot#: unknown; unknown knee tibial tray, catalog #lot#: unknown; unknown knee bearing, catalog #lot#: unknown. Reported event was unable to be confirmed due to limited information received from the reporter; product identification (part number / lot number) of device involved in the incident is unknown. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Physical therapy notes were provided for the patient's therapy. The therapist and patient stated poor range of motion and pain. There is also decreased heel strike and decreased push off. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that following knee arthroplasty revision, a patient continues to experience pain and trouble walking, and may need further revision.